Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on information provided by the patient to the customer care advocate (cca) during troubleshooting the reported issue. The patient reported that he began to obtain higher than expected blood glucose readings with the subject meter approximately 4 days prior to contacting lfs. The patient reported that on the afternoon of (B)(6) 2014 (a few hour prior to calling lfs) he tested with the subject meter and obtained a result of ¿439 mg/dl¿. The patient manages his diabetes with insulin (self-adjuster). In response to the elevated result, the patient claimed he administered 10 units of novolog insulin, which was more than he normally took. The patient confirmed he took an increased amount based on sliding scale. The patient claimed that approximately 30 minutes after administering the insulin he developed low blood glucose symptoms which he described as feeling ¿shaky, sweaty, clammy and cold¿. It is not known what treatment the patient received in response to the symptoms he developed. At the time of the call, the patient mentioned that his blood was ¿now at 76 mg/dl¿ and stated he had scheduled a doctor¿s office visit for the following day. At the time of troubleshooting, the patient informed the cca that he had mixed test strips from two different vials into one. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2 ¿ (11/12/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 10/29/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/20/2014), the patient¿s meter has been returned on 10/9/2014 and evaluated by lifescan product analysis on 10/13/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.